Manufacturer narrative:
The specimen was collected in a bd lithium heparin tube with gel and was centrifuged at 3,100 rpm for 4 minutes. The sample was tested from the primary tube. The sample was flagged with qns on the first attempt to run the assay. Despite the fact the tube was a full draw. Qc was within the customer's established ranges. A field service engineer (fse) was dispatched: the fse cleaned and inspected the sample pump. The fse verified the pressure sensor and alignments. The fse performed qc with good results. No definitive root cause can be determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial attempt to run the assay was flagged with qns (quantity not sufficient), and a result of 6.51ng/ml was obtained upon repeat. A fresh specimen collected from the patient gave results of 0.01ng/ml. The initial sample was then re-tested on the dxi 800 analyzer and a result of 0.01ng/ml was obtained. This specimen was also tested on a different instrument which generated an accu tni result of 0.03ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.